Event description:
While attempting to place a vascular stent in a vein graft, the stent became mobile and ended up lodged in this pt's left ventricle. The pt was transferred to the or for removal of this stent. According to staff member involved in this case, the stent became dislodged before it could be properly placed in the graft due to excessive movement on the pt's part. He would not lay still due to discomfort.